Event description:
Per the surgeon, the patient experienced skin overgrowth on the abutment. The patient was placed under a general anesthetic on (B)(6) 2021, in order to revise the skin and change the abutment. The patient was treated with an injectable steroid during the surgery. The implanted internal fixture remains.